Event description:
A non-critical alarm was occurring. The device displayed eri and indicated it should be replaced by 2009. The device was running at .175ml per day and prior to that was not at a very high flow rate. The previous eri dates looked normal with the date at the last refill being 50+ months. Only indication of the event was the alarm, the patient had experienced no symptoms related to the event. The device was replaced with no complications. The medication in the pump was morphine sulphate.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.